Manufacturer narrative:
Result: damaged siderail panels.

Event description:
It was reported by service report that the patient head right siderail was cracked with sharp edges. No patient involvement or adverse consequences were reported.